Event description:
A physician reported that the 4-1/2 del str nail splitter (40-225a) snapped while using it to cut patient's nails. The failure caused a cut to the physician's hand. There was an unspecified delay in procedure as the user had to treat his hand and find another instrument. No patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
N/a.

Manufacturer narrative:
The nail splitter 4-1/2 del str (40-225a) was not returned for evaluation after three good faith effort (gfe) attempts were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the issue of breaking may be the result of rough handling or environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.